Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive area between the server plug-in(z-block) and the distal end, a chipped adhesive area around the objective lens, corrosion around the forceps elevator lever (l-arm), and discoloration of the adhesive around the light-guide lens. There was no patient involvement.